Event description:
The ez breathe atomizer asthmanefrin device is a shame! You all should be ashamed of yourself for taking primatene mist off the shelves. This product breaks after less than 3 months use. It also wastes 20% of the packets of chemical, this is a great example of big government in action. Through your regulation, you took a successful product away from the american consumer and replaced it with crap. Shame on you!!!! I want my money back, (I'm on my 4th atomizer).